Event description:
It was reported by the pts' attorney that as a result of having the mesh implanted the pt has experienced serious bodily injuries, prolapsed bladder, incontinence, drainage, vaginal infections, erosion of her internal bodily tissues, significant mental pain and suffering, has sustained permanent injury, and has undergone multiple surgeries and revisionary procedures.